Manufacturer narrative:
Results: a portion of the indigo system separator 6 (sep6) bulb was fractured off its delivery wire approximately 174.0 cm from the proximal end. Conclusions: evaluation of the returned sep6 revealed a portion of the bulb was fractured off the distal end of the delivery wire. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. The fractured sep6 bulb and the cat6 identified in the complaint were not returned to penumbra for evaluation. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system separator 6 (sep6). During the procedure, the physician made two passes with an indigo system aspiration catheter 6 (cat6) and subsequently began advancing and retracting the sep6 within the cat6 to clear out the clot. However, when advancing and retracting the sep6 for the fourth time, the physician reported that half of the separator bulb broke off and migrated to the distal end of a smaller branch of the sma. The sep6 was then removed from the cat6. After an unsuccessful attempt to aspirate the separator bulb using the cat6, the physician decided to leave the residual bulb inside the patient's anatomy. The procedure was completed using the same cat6. On 31-may-2019, it was reported that there was no report of an adverse effect to the patient and that the patient was being monitored.